Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 4, while the hp was connected. The clamp was left open on an unused supply line during therapy. The technical service representative (tsr) had the hp cycle the power in order to clear the alarm. The tsr reviewed the proper procedure with the hp as per user manual. The hp was going to finish the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.¿upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.